Event description:
Catheter was noticed to be leaking. When staff attempted to reposition, plastic sheath separated from hub. Plastic sheath migrated up vein. Dr attempted to retrieve with no results. Pt was admitted to ICU. Dr retrieved sheath later that p.m.